Event description:
It was reported that the 9800 sys had poor image quality. Also the dicom was not sending. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dicom was repaired, and the image quality was adjusted during the svc call. The sys was tested and found to be working as intended, and put back into svc.